Manufacturer narrative:
The rusty piece returned back to the manufacturer on the (B)(4) 2011: then, we sent it for analysis to our sub-supplier that manufactured it for us. They referred to their raw material supplier and, on the (B)(4) 2011, they finally discovered that a wrong material was used: (B)(4). For a mistake, this raw material was shipped to our supplier with a wrong certificate in which was declared the right material to be used: this is why our supplier has not realized that a wrong material was received and they used it only to produce the bases of the inserter (B)(4). For this reason, on the 20th of may, medacta international has sent a circular letter to all the customers that have this lot to recall back these pieces. The risk for the patients is judged low, as a rusty piece is easily detectable before the surgery.

Event description:
The bottom of the dm liner inserter has rusted out. The event was detected during the sterilization phase.